Event description:
On 8/15, the pt, a iddm and dialysis pt, began feeling very sick with vomiting. A 9/a blood glucose result on her meter, using test strips lot # 1l5148, was 147 mg/dl. The test was repeated because she thought her blood glucose should be higher. The result was 45 mg/dl. She did not take her insulin because she "felt too sick." She was transported to the hospital by a relative at 11/a where a fasting laboratory blood glucose result of 1000 mg/dl was obtained. The pt was treated with fluids and an insulin drip and released on 8/19. She was told she was dehydrated. The pt's hematocrit on 8/3 was 27.5%. The labeled hematocrit range for the meter is 25-60%. Hematocrits near or outside of these ranges may produce inaccurately low results. The meter is not cleaned according to MFR's recommendations, it is cleaned only when it displays "cta" (clean test area) and control solution is used to clean the meter optics rather than the recommended clear water. Calibration status is unknown.